Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a clot formed at the distal end of the sheath prior to the transseptal puncture. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The sheath and the versacross connect wire were immediately advanced into the superior vena cava (svc) and pulled down onto the septum, guided by intracardiac echocardiography (ice) imaging. Prior to tenting the septum, it was noticed on intracardiac echocardiography (ice) that a clot had formed at the distal end of the sheath. The clot was located at the right atrium septum. The wire was removed, and then the sheath was aspirated. The clot was present in the syringe after aspiration. Heparin was administered to the patient prior to inserting the faradrive sheath, and the patient had an activated clotting time (act) of 291 at the time the clot was observed. An additional 5000 units of heparin was administered to the patient. The procedure was continued and completed successfully with the same equipment. The device is expected to be returned for analysis.

Event description:
It was reported that a clot formed at the distal end of the sheath prior to the transseptal puncture. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The sheath and the versacross connect wire were immediately advanced into the superior vena cava (svc) and pulled down onto the septum, guided by intracardiac echocardiography (ice) imaging. Prior to tenting the septum, it was noticed on intracardiac echocardiography (ice) that a clot had formed at the distal end of the sheath. The clot was located at the right atrium septum. The wire was removed, and then the sheath was aspirated. The clot was present in the syringe after aspiration. Heparin was administered to the patient prior to inserting the faradrive sheath, and the patient had an activated clotting time (act) of 291 at the time the clot was observed. An additional 5000 units of heparin was administered to the patient. The procedure was continued and completed successfully with the same equipment. The device is expected to be returned for analysis.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, dissection, and microscope inspection. A kink on the middle of the shaft was noted. Blood occlusion was experienced when attempting to prepare the sheath for testing by purging out the air inside the sheath. The hemostatic valves were removed, and a guidewire and a dilator were inserted into the sheath to loosen up and push out the dried blood. Once the sheath was cleaned the hemostatic valves were reassembled and leak testing was resumed. The sheath was able to pass leak and aspiration testing. The handle cap and valve cap were removed to examine the flush lumen and the hemostatic valves under the microscope. No damage was found on the flush lumen. However, tears were found by the center slit of the external and internal hemostatic valves. This type of malfunction can compromise the valves' ability to seal pressure and fluid within the sheath. This did not affect the device's performance as it was able to pass the aforementioned leak and aspiration testing. The cause of the valve tears could not be established. The reported clinical observation of clot formation on the sheath was not confirmed by the analysis results, though thrombosis is a known inherent risk of using the faradrive sheath. The shaft kink was considered a secondary finding, as it was not noted with the reported clinical observations. The kink likely occurred during transportation or storage of the device.